Manufacturer narrative:
Insulin pump alarmed prime error during basic occlusion test, due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had normalblood glucose levels of 6.6 mmol/l. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).